Event description:
Pt was noted to have some wetness on his t-shirt above where his single lumen central line is located. At the time, he was running tpn, lipids, and normal saline through his central line via a bifuse extension set. Upon inspection, it was noted to be lipids and tpn coming from the bifuse tubing and leaking onto the pt's t-shirt. As I was inspecting the tubing to see if it was loose on the central line clave, the tubing snapped in my hands at the point where the two lines come together to form the bifuse. I handed the tubing to another rn to hold while I retrieved a new bifuse set. After replacing the bifuse set to the end of the tpn/lipids tubing and the ns tubing, I removed the broken bifuse tubing from the pt's central line clave. When I attempted to connect the new bifuse tubing to the central line clave via the luerlock at the bottom of the bifuse tubing. I realized the piece of the luerlock from the broken bifuse tubing that goes into the clave to lock the tubing in place had broken off and was stuck inside the clave with no way to get it out. I quickly used sterile technique to replace the clave and attach the new bifuse tubing.